Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4), software version: 3.8.5, color: blue, battery life remaining: <9 months. Customer reports: has issues with inpen delivery system. Cust sts that for several days he is having issues with high bg. Cust sts that bgs are out of control. Cust has tried 3 carts for inpen and has issue. Cust has same lot ls6dv68 of cartridges. Cust sts that inpen is wet with piston and insulin is leaking from last cartridge. Per visual inspection: strong odor of dried insulin. Cartridge holder with traces of dried insulin. No physical damage to injection foot or inpen was noted. Unit paired successfully to commercial app. My inpen menu displayed: the following test values were dialed and dosed: 4.0u, 4.0u, 4.0u, 4.0u and 16.0u. All values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. Inpen received with leadscrew fully extended. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. The cartridge holder locked properly. Customer complaint of wet piston was confirmed with evidence of dried insulin noted at cartridge holder.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.